Event description:
It was reported that when filling up medical fluid into the product using a syringe in the pre-use check, the customer noticed the syringe tip broke off and got caught in the connector. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-14453. The report was submitted in error., corrected data: corrected information provided in h10.